Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient received hemodialysis treatment and thereafter experienced a cerebrovascular accident or stroke. It was further alleged that the event caused the patient to expire and that all of these allegations were caused by the patient's exposure to the product administered for dialysis treatment.